Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. Reportedly, the customer is using admelog insulin. Tandem technical support informed the customer that admelog insulin is off label per the user guide. A new cartridge was loaded to resolve the issue. The customer¿s blood glucose level was 149 mg/dl.